Manufacturer narrative:
A follow-up call to siemens local service engineer (cse), (B)(4), was made. According to the engineer, the customer kept getting an intermediate voltage error and the system c-arm was unusable. The engineer was dispatched to the site to address the issue. Upon his arrival the cse found that the customer had attempted to use the system for another procedure after placing a service call. The engineer found a problem with fuse holder f2 on d2 board. The cse replaced the part, performed generator adjustment, and ran extensive system tests including testing the unit under maximum load several times. The reported error has not reoccurred. The user manual (B)(6) page 3 contains warnings related to risk when the system is used in critical situations: "the user must have a replacement system available if a system failure could predictably cause a critical situation resulting in pt injury during a medical examination". (B)(6).

Event description:
It was reported that the customer was using the arcadis varic system while the pt was under general anesthesia. The exam could not be completed and the pt had to be awoken up and rescheduled for another exam. There is not injury involved in this event.